Manufacturer narrative:
Investigation summary: a 2000e china product was not available for investigation; however the customer confirmed that the complaint samples were from lot 19065676. Further information provided by the customer indicates the occlusion were identified during preparation when the samples were connected to a bd intima ii product. Investigation conclusion: the details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 19065676 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. The connecting product in use at the time of the customer's experience was not available for investigation and therefore it has not been possible to confirm if this may have contributed to the customer's experience. A review of the customer feedback database indicates that there are a small number of similar reports; however, these complaints have not been attributable to a smartsite product defect. Root cause description: DHR: pr: product : lot: qty: qn: mf date: (B)(4) 2000e china 19065676 60,000 none 10-06-19. 2000e china 510k this is an international code: the model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is 2000e. The 510k number provided is for the domestic similar product.

Event description:
It was reported that 3 ll vlv adpt (stand alone) were clogged/blocked/occluded. The following information was provided by the initial reporter: patients needed to do enhanced CT examination, replaced the needle-free sealed infusion connector for use after indwelling the indwelling needle. Three consecutive positive pressure connectors were connected to the syringe flushing, and it was found that it was block. It was found in time and used after replacement. It is not affected.